Event description:
It was reported device was not functioning properly. The patient was urinating quite frequently. The event date was reported as about 4 months ago. The patient met with their interstim hcp and adjustments were made. Increased frequency resolved temporarily, and then the device went ¿haywire again.¿ the patient had an appointment with their urologist on (B)(6) 2016. The patient turned off their spinal cord stimulator (scs) device around (B)(6) 2016 and the increased frequency resolved. The care giver asked if the device issues could be due to the patient having both of them implanted. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.